Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed that the device did not meet the expected longevity. No high current sources were found during testing. The original battery was returned to the vendor for destructive analysis. No battery anomalies that could lead to internal loading were detected. The cause for the battery depletion was not determined.

Event description:
It was reported that the battery voltage had suddenly decreased to end of service. The patient has not received any shocks or atp. Possible premature battery depletion. The device was explanted and replaced.